Manufacturer narrative:
Device not returned.

Event description:
Reportedly, per customer, pieces of the plastic sizer dropped into the valve rinse, so could not be used. This occurred prior to patient contact. No patient injury or medical intervention reported.